Event description:
The customer reported the system failed to save images on the cine drive. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge was replaced and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.